Event description:
The patient reportedly experienced decrease in performance. Programming adjustments were made; however, this did not resolve the issue. The patient was prescribed cortisone for one week. The patient continues to be monitored. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is available.